Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device detached prematurely and was unable to obtain readings. Follow-up was made with the customer and customer reported experiencing symptoms of hypoglycemia described as blurry vision and light headedness. The customer was unable to self-treat and was provided juice for treatment by a third party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that the adc device detached prematurely and was unable to obtain readings. Follow-up was made with the customer and customer reported experiencing symptoms of hypoglycemia described as blurry vision and light headedness. The customer was unable to self-treat and was provided juice for treatment by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. Visual inspection was performed on the sensor plug assembly and no failure modes were observed. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR was inadvertently missing the extended investigation on the reported sensor. H6 (adverse event problem) and h10 (addtl mfg narrative) have been updated to include extended investigation findings.

Event description:
A customer reported via webform that the adc device detached prematurely and was unable to obtain readings. Follow-up was made with the customer and customer reported experiencing symptoms of hypoglycemia described as blurry vision and light headedness. The customer was unable to self-treat and was provided juice for treatment by a third party. There was no report of death or permanent injury associated with this event.